Manufacturer narrative:
(B)(4).

Event description:
It was reported that the dll controller heated up when the shaver handpiece was connected. Incident occurred while setting-up for a knee procedure. A back-up device was available and no delays occurred. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection was performed on the exterior of product and a cosmetic flaw (gap) was observed between the top cover and front bezel. A functional evaluation revealed short circuit detected message in port a. Further evaluation revealed a burnt resistor. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a defective electronic component. Factors which can contribute to component failure are a shorted out mdu or plugging in a wet mdu connector into a port. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H6: the reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A complaint history review concluded this was a repeat issue. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Internal complaint reference: (B)(4).